Event description:
It was reported that during the post-operative period the right ventricular (rv) lead had loss of capture and no sensing. It was noted that the rv lead was dislodged. Reposition of the rv lead was attempted and not successful. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).